Manufacturer narrative:
Lot number: unknown due to unknown lot number . Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - medical device qa specialist. Device manufacture date - unknown due to unknown lot number. Based on the results of our investigation, the root cause of the problem could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Moreover, since the complaint lot is unknown, no lot history file and retention samples were checked. Current lot retention samples of same product sg2+2525 evaluated for cannula resistance to breakage test showed all samples are passed. In addition, simulation thru injection of reconstituted medicine (benzylpenicillin) to dummy arm was conducted. No tilted/bent or broken cannula was encountered during simulation. Our cannula as supplied (B)(4) material complies with iso 9626, particularly on stiffness and breakage. We have series of visual inspection to check the condition of the product that might lead to the complaint. Prior shipment, qc conducts outgoing inspection that includes visual checking such as bent or damage on cannula. Only samples passed are allowed to be shipped. (B)(4).

Event description:
The user facility reported that when handling firmagon 120mg of medication in the involved sg2 needle. The needle broke in the patient's neck. There were no other devices or equipment used with the reported product.